Event description:
Ambu bag did not function properly during emergent reintubation. This was the second instance of the same lot number ambu bag not performing properly in a two week period. All ambu bags of this lot # have been removed from stock.